Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance mid-surgical procedure regarding a c-34 error occurring on the integrated electrical surgical unit when the monopolar energy was activated. Tse reviewed the system logs and was able to confirm the reported events. Tse advised the customer to change the mode to classic. The customer was now ablet o use the monopolar energy at a lower setting. A second call made to tse reviewed that there were additional errors occurring on the iesu, and the customer was not willing continue using the same da vinci system. The customer swapped out of the vision side cart from system rsk8058 to continue with the surgical procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the patient demographics was not available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the reported problem was not able to be confirmed using the system error logs; however, a single m-11 error was logged. During the failure analysis process, inspection was able to replicate the reported event. When the unit was tested on the system, it presented c-34 and c-00 errors on startup. Erbe logs also contained c-00, m-11, and m-31 errors. The erbe will be sent to the original equipment manufacturer for further investigation. The complaint was replicated based on failure analysis. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34. This error indicates a lower voltage than expected during energy activation.